Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in (B)(6) 2015 ((B)(4), awareness date 08-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. Consumer reported that right after insertion she started with depression, anxiety attacks, numbness in face, arms and legs. She was prescribed anxiety pills because she started to get really bad anxiety attacks for no apparent reason. She also started to have bad mood swings, her periods were really heavy and lasted 7 days, she had a lot of severe back pain, she gained 40 pounds, got a metal taste in her mouth, her arms looked red as she had hives and she faced vertigo multiple times. In (B)(6)-2015 she got essure removed. Her fallopian tubes also had to be removed as essure coils were embedded in her tubes. After removal, her back pain went away, her anxiety level got better ad her arms were no longer red. Product technical complaint investigation result was received on 24-oct-2015: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had back pain after essure (fallopian tube occlusion insert) insertion. The devices were removed; according to the consumer, her fallopian tubes also had to be removed as essure coils were embedded in her tubes. These events are listed according to essure's reference safety information. After essure insertion abdominal, pelvic and back pain may occur. In this case, no alternative explanation was provided for consumer's back pain. Nevertheless, considering event's nature and as it improved after devices removal; causality with the suspect insert cannot be excluded. Regarding the reported coils embedment in fallopian tubes, it is unclear if consumer was referring to the expected action of essure in fallopian tubes (since essure's induces a benign occlusive tissue response with tissue in-growth into and around the insert; therefore, if device removal is required, this will likely require surgery, with salpingectomy and/or hysterectomy) or if the devices were partially perforating her tubes. Although limited information was provided; given event's nature, causality with essure cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. Product technical analysis was performed with neither batch number nor complaint sample. According to results, there is no relationship between the reported medical event(s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up received on 13-sep-2016: information received via legal claim states that, on or about (B)(6) 2009, plaintiff visited her healthcare professional to discuss permanent forms of birth control. Her health care provider gave her sales material touting the selling points, of a new procedure, called essure. According to the sales material, the new procedure is just, as effective as the standard methods without the need for surgery aid with no additional risk. After considering the selling points in the brochure, plaintiff made the decision to undergo the essure implant, as opposed to the standard tubal ligation procedure. On or about (B)(6) 2009, she had two essure coils implanted into her body. Upon information and belief, after this procedure, she underwent the required hysterosalpingogram (hsg) procedure. During procedure, it was discovered that the left coil did not occlude the tube, and a tubal ligation procedure was necessitated in the left side. However, plaintiff continued to use the right coil as a means of birth control. After the implant procedure, she began to experience debilitating pelvic pains on the right side, as well as heavy menstrual cycles accompanied with more pain. On or about (B)(6) 2015, plaintiff had the right coil removed by undergoing a salpingectomy. In addition, it was informed that the pains and bleeding experienced by plaintiff is a direct and proximate failure to disseminate accurate information regarding the product. Company causality comment: this spontaneous case report refers to a female consumer who had back pain after essure (fallopian tube occlusion insert) insertion. The devices were removed; her fallopian tubes also had to be removed as essure coils were embedded in her tubes. Upon follow up receipt, case became legal and it was reported that plaintiff's hysterosalpingogram showed that the left coil did not occlude the tube, and a tubal ligation procedure was performed in the left side. She continued to use the right coil as a mean of birth control. Later, due to debilitating pelvic pains on the right side, she had this coil removed by undergoing salpingectomy. According to the information provided, devices embedment could not be discarded, therefore, event was kept. All events are listed according to essure's reference safety information. After essure insertion abdominal, pelvic and back pain may occur. The previously reported back pain could alternatively be explained by device embedment, however, considering the nature of event, causality with essure could not be excluded. Similarly, pelvic pain was considered related to essure. Uterine/fallopian tube perforation or embedment may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage), including insertion of a fallopian tubal occlusion insert. Although the exact date and mechanism of this device embedment are unknown, given its nature, a causal relationship between device embedment and essure inserts cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. Product technical analysis was performed with neither batch number nor complaint sample. According to results, there is no relationship between the reported medical event(s) and quality defect. Further information will be obtained through the litigation process.